Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The issue was resolved by changing the cartridge and infusion set. Customer's blood glucose level was 113-114 mg/dl.